Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
It was reported that the insulin cartridges leaked insulin into the cartridge compartment of the infusion device. The caller reported that the leaks have occurred with multiple boxes and lots of cartridge, however, the customer no longer has these cartridges and can not provide any lot numbers. No adverse event was reported. The insulin cartridges were discarded; therefore, no product could be requested to be returned for product evaluation.